Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the operating current, unexpected restart and displacement tests but alarmed compromised force sensor system during the basic occlusion tests due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a broken belt clip slot and cracked battery tube threads.